Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's medtronic diabetes therapy consultant reported via email that the customer was hospitalized two years ago for high blood glucose and diabetic ketoacidosis. The customer was sleeping and his pump fell off of him. He became dehydrated and his blood glucose increased so he went to the ER. Additionally, the customer's blood glucose levels ranges from 70 mg/dl to 500 mg/dl. He can sometimes wake up with a blood glucose exceeding 200 mg/dl. As of last year he has experienced mild retinopathy. A voicemail was left for the customer to return call to complete hospitalization documentation. No products were shipped or returned.